Event description:
On (B)(6) 2013, this patient underwent endovascular repair to treat a traumatic aortic transection and a thoracic aneurysm, in the ascending aorta between the ostium of the innominate artery and the left common carotid artery. A chimney procedure was performed wherein a gore excluder contralateral leg component was placed in the innominate artery and two gore viabahn endoprostheses were used to stent the left common carotid and left subclavian arteries. A conformable gore tag thoracic endoprosthesis was then deployed in the ascending thoracic aorta, just distal to the left common carotid artery with coverage extending approximately 5mm-6mm distal to the ostium of the left subclavian artery. The patient tolerated the procedure. On (B)(6) 2013, the patient was diagnosed with a proximal type I endoleak. On (B)(6) 2013 the patient underwent re-intervention and onyx liquid embolic system was used to embolize the endoleak and gutters of the chimney grafts. Post operative computed tomography determined complete exclusion of the aneurysm and successful embolization. The patient tolerated the procedure.

Manufacturer narrative:
Results - a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. Conclusions - the instructions for use (IFU) for the gore tag thoracic endoprosthesis states: "the gore tag thoracic endoprosthesis is intended for endovascular repair of aneurysms of the descending thoracic aorta." Additionally, the IFU specifies, complications associated with the use of the gore tag thoracic endoprosthesis may include burt are not limited to: endoleak.